Event description:
(B)(6) received a report from (B)(6) stating there as an air leak on the dual swivel elbow of the closed suction catheter device. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4).